Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID 3093-28, lot# v153771, implanted: (B)(6) 2008, product type lead.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported by caller that they saw the patient on (B)(6) 2017 and noticed that the lead had migrated probably due to a fall and they couldn't interrogate the ins which was believed to have been depleted. No symptoms or further complications were reported.